Event description:
It was reported that the system 9600+ was intermittently displaying an error code. The specific error code not reported. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. It was discovered that the filament tube connections were arcing. The connections were cleaned and regreased. The system was tested and found to be working as intended and placed back into service.